Event description:
It was reported that an unknown zb implant was poorly placed therefore unable to be restorable after integration. As a result, implant was removed. Implant was placed by a different practitioner. Tooth location 20.

Manufacturer narrative:
One unknown biomet external hex implant was returned for investigation. Visual inspection of the as returned product identified significant wear and damage about the implant threads, with signs of fracture from removal. The implant, in its returned condition, is too badly damaged to be accurately measured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 20 and used for an unknown period of time prior to removal. The customer has returned an x-ray image of the reported product while in the surgical site. It can be seen that the implant is in close contact with adjacent tooth sites. Sme review of this case confirmed that there is not enough space to properly restore the first molar. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (malposed implant) or product (biomet external hex implants). Therefore, based on the available information, device malfunction could not be verified, however the reported event was confirmed based on review of the returned x-rays. A definitive cause could not be identified; however, the probable causes for the reported event are customer error in surgical protocol and implant choice for the site created.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown zb implant was poorly placed therefore unable to be restorable after integration. As a result, implant was removed. Implant was placed by a different practitioner. Tooth location 35.